Event description:
International affiliate reports inspection of a returned loan kit found the tip of the hexlobe driver had broken off from the instrument. It is not known when/where tip breakage occurred. This report is being reported late. The need to report mdrs within thirty days of becoming aware of the event has been reviewed.

Manufacturer narrative:
A follow up report will be filed upon completion of the evaluation.

Manufacturer narrative:
Examination of the returned driver confirmed distal tip breakage. An optical image of the fractured surface revealed plastic deformation and ratchet markings stretching in a circular pattern around the center of the image. This suggests the driver underwent a static failure due to shear torsional overloading while tightening. Scanning electron microscopy confirmed that breakage likely occurred due to high torsional shear loads. No material defects or other abnormalities were observed in this analysis. Review of the device history record found no discrepancies. At this time, the complaint is considered to be closed.